Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during unpackaging/removal of the stylet, the tip was inadvertently pulled causing the stent to slightly be exposed; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported after unpacking a 7x100mm absolute pro self-expanding stent system (sess), the stent was noted to be exposed and not flowered. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.